Event description:
It was reported that the patient experienced epistaxis after being discharged home. The patient stated that they experienced epistaxis when they were on warfarin and aspirin, but dates of prior admission could not be provided as the patient withdrew consent. The patient stopped taking their medications almost a week prior to their hospital visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported epistaxis could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.